Event description:
The customer reported transducer fault alarm intermittently and turbine continuous flow on the vela ventilator the customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer determined that the main printed circuit board and turbine assembly of vela ventilator needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.